Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that pump error 15, pump error 23, pump error 4 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test and self test. No unexpected pump error 4, 15 or 23 alarms during testing however, pump error 4 on (B)(6) 2021 at 12:07:08.000 (linenumber: 2690 filenumber: 32122) and pump error 15 on (B)(6) 2021 at 12:07:08.000 (linenumber = 442; filenumber = 38) were found in the formatted history file due to a possible hardware issue per global logic analysis. Pump error 23 was found in the pump history file on (B)(6) 2021 at 12:07:10.000. No unexpected pump error 23 noted during testing. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. The pump was received with scratched lcd window, cracked keypad overlay and scratched case. In summary, customer alleged pump error 4 confirmed, and pump error 15 confirmed, problems isolated to the electronics. Pump error 23 was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 4, 15 and pump error 23 on 12/08/2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump passed the displacement test and self test. No unexpected pump error 4, 15 or 23 alarms during testing however, pump error 15, 4 and 23 alarms (linenumber = 442; filenumber = 38) is found in the formatted history file on 12/08/2021 12:07:08.000 due to a possible hardware issue. Successfully downloaded history files and traces using thus software. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. ¿the pump was received with scratched lcd window, cracked keypad overlay and scratched case. In summary, customer alleged pump error 15, 4 and 23 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.